Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported that after suffering multiple falls, she is unable to communicate with her ipg via the programmer or charging systems. Efforts to resolve this matter with the use of replacement external units proved unsuccessful. In addition, it was reported that since her last fall, the pt feels overstimulation in various of her back whenever she moves or coughs. Th pt's scs system was removed at her request on (B)(6) 2010, and there are no plans for reimplant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.